Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the loading unit had a full complement of staples and the jaws were open. The loading unit was loaded into a pmv instrument for functional testing. The loading unit was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic lung segmentectomy, while on disconnecting the pulmonary artery, the surgeon was able to press the green button, but the two handle could not be squeezed and would not fire. It was replaced by another product and the case was completed. There was no patient injury.